Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was not reported.

Event description:
New information received notes that another instance of premature battery depletion was noted. The patient was stable throughout and the device remains implanted.